Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-08257, 2134265-2015-08258. It was reported that an automatic pullback failure occurred. The target lesion was 90% stenosed. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a sled. It was noted that it was unable to perform automatic pullback. Then pullback was attempted again;however, it failed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.